Event description:
Healthcare professional reported "gel deflation" as event rupture. This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure creases and stress marks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "gel deflation" as event rupture. This record is for the right side. Device remains implanted.